Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of triathlon insert and patella components. Patella was replaced due to a depression on the articular surface. Insert was replaced with an insert 4 mm thicker.